Event description:
Consumers spouse reports: since beginning use, she has experienced severe itching over her entire body, which gets worse as the night progresses and continues into the next day. She only used the product for two nights prior to going to bed. Last night after trying to determine any changes in her diet or other activities, the only thing that she determined was the beginning of use of this product. She removed the device at 4:00 am this morning and there was some immediate relief noted. While she still has an overall body itch, it is there but not nearly as intense as when the device was in her mouth. There is no apparent rash but the itching seems more subcutaneous. She did take approximately to the three benadryl liqui-gels last night in an attempt to relieve the itching to no avail. The product specifically states that it does not contain latex, silicon or bpa, but the descriptive materials provided with the product and the directions include absolutely no indication of what is actually in the product or what materials it is constructed, which seems rather odd and would almost seem a violation of labeling requirements. There are some warnings about related loose teeth sores in the mouth, use with missing teeth, etc., but no indications of any potential side effects such as itching!

Manufacturer narrative:
Product is made of ethylene-methyl-acetate, which has a wide variety of food-grade, cosmetic and personal care applications. This material has no known toxicity or allergens, and has a long history of safe use in a wide range of oral care products. We have received no other complaints of this type for this device. Device was not returned to the manufacturer for further evaluation.